Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not functioning. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was not functioning. The reported issue had occurred due to the ceiling collapsing on the unit. The customer reported that there was no physical damage, but the ventilator was exposed to water. The customer inspected the inside and found no signs of water ingress but took the top off of the ventilator and allowed it to dry. The remote service engineer (rse) advised the customer to remove the central processing unit (cpu) printed circuit board assembly (pcba) and user interface (ui) assembly to inspect for any damage or water. The rse advised to replace the touchscreen to address the reported issue. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 03dec2025, 10dec2025, and 17dec2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
The rse advised to replace the touchscreen to address the reported issue. The unit was later sent to bench repair for evaluation. This investigation is still ongoing.